Event description:
Patient reported capsular contracture baker grade unknown. Device has been explanted and replaced with non-abbvie device. This record relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported right side capsular contracture baker grade IV. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional updated right capsular contracture to baker grade IV.

Event description:
Patient reported right side capsular contracture baker grade IV. Device has been explanted and replaced with non-allergan device.

Event description:
A complete capsulectomy was performed on the right breast.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. It cannot be determined which device is for the left or right side per the photos provided. It is not possible to determine the lot number or catalog through the photos provided.